Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's device was not powering on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on past the splash screen. Upon evaluation, there was communication problems with the dsp component u500 on computer / analog (ca) board sn (B)(4). The cause for the inability to power on is the communication faults. The cause of the communication faults is the defective u500 component. The root cause of the defective u500 could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.